Event description:
Revision due to an infection and the pathogen is unknown. At about 1 year and 6 months post primary the surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 01 september 2025: gmk-revision 02.07.0212psf tibial insert ps fix s.2 / 12 mm (k090988) lot: 2242132: (B)(4) items manufactured and released on 13-jan-2024. Expiration date: 2027-12-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-revision 02.07.0682l revision tibial tray size 2 left - finishing (k123721) lot: 2316790: (B)(4) items manufactured and released on 22-dec-2023. Expiration date: 2028-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2403l femur revision ps cemented s.3l (k102437) lot: 2118569: (B)(4) items manufactured and released on 04-dec-2022. Expiration date: 2027-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.